Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device would shut down when bumped. The customer reseated the battery but the issue remains. Although it was noted that the device was available for clinical use, there was no report of patient involvement at the time of the alleged failure. No adverse event involving patient or user was reported.

Manufacturer narrative:
Additional information provided, updated section b5 with failure analysis evaluation. Date returned to manufacturer for the component, battery pca, is 12/19/2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device would shut down when bumped. The customer reseated the battery but the issue remains. Although it was noted that the device was available for clinical use, there was no report of patient involvement at the time of the alleged failure. No adverse event involving patient or user was reported. The battery pca was returned to the failure analysis lab for evaluation. The battery pca was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. All spring-loaded pogo-pins (on connector j1 and j2) and single power contact pins (on connector j3 through j7) were found to be in normal shape and condition. Upon conclusion of the analysis, no fault was found with the battery pca and the reported failure has been isolated to the internal interconnect cable which was also replaced to resolve the issue.